Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery (bd) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator had a communication issue. There was no patient involvement.